Event description:
On or about (B)(6) 2004, the pt was implanted with an ams sparc sling system with the intention of treating the pt for pelvic organ prolapse and/or stress urinary incontinence. It was reported that, "after and as a result of the implantation," the pt suffered, "serious bodily injuries for years, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, add'l surgery and other injuries." On (B)(6) 2010, the pt underwent addle surgery. It was indicated that the pt "has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.